Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that there was a small but distinct burn mark or sign of melting on the battery contact of the blood glucose monitor. The blood glucose monitor failed to power on.